Manufacturer narrative:
4 pen needles affected by this event.

Event description:
Consumer stated he has to use 3 or 4 pen needles before one will release the insulin when taking injection. Stated, his injections are painful during. Stated, he does not like the new 2nd gen and would prefer the original nano pen needle. Stated, sometimes he pinches up when taking injection. Lot: 3087266; catalog: 320550; date of event: unknown; samples yes . Sending replacement to pharmacy for pick up.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.